Event description:
It was reported that the event involved a male patient while in the intensive care unit. The intra-aortic balloon (iab) was inserted sheathless via left femoral artery with no issues noted. Approximately 15 hours later the pump alarmed, stopped working and the screen froze. The alarm showed that counterpulsation failed and timing was lost. The pump was restarted, but it still alarmed. As a result, the pump was switched out successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. They stated no delay or interruption in intra-aortic balloon pump (iabp) therapy; however, they did have to switch out the pump. The patient outcome is well. After the engineer replaced the drain valve, the pump worked normally. It was confirmed that the drain valve malfunctioned. There are no strips available for review.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.